Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's right atrial (ra) lead exhibited noise. The ra lead was explanted and replaced on (B)(6) 2026. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead.